Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. One forcefx8cas was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed in memory nor duplicated. The investigation found the device to function normally and within specifications. A review of the manufacturing device history record was performed by the shanghai manufacturing facility (smf). No entries potentially pertinent to the customer's report were noted.

Event description:
The customer reported that in monopolar mode the rem light goes green and forcefx8cas unit does not deliver power. The customer also reported that when the red light was active, power could be delivered. Covidien cable and rem electrode e7509 were utilized. No information was provided as to whether this occurred during testing or during a procedure. No injury was reported and no additional information was available from the customer.